Event description:
Md reported fire sparks out of pump for pressureguard apm ii, catalog # 5800.

Manufacturer narrative:
Product was shipped to this customer 06-16-2004 and has 18 month warranty. The pump is tested for electric shock, fire, mechanical and other specified hazards. The returned product was evaluated by engineering and it was determined that the ac power line cord was damaged, appearing as if it had been run over with equipment. There was evidence of arcing at this area. There was no damage evident to the pump or at the ground plug. The housing was damaged at the power cord entrance. There were no reports of injury or death associated with this report and the failure is attributed to damage in use.